Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), inflammatory response, lung surgery-(B)(6) 2022 due to breathing problems, continuous upper respiratory infection causes excessive sore throats with a continuous large amount of green and yellowish phlegm, continuous prescriptions of albuter, ipratropium bromide nasal spray, stiolto respimat, montelukast sodium tablets, ventolin hfa, cefuroxime, levofloxacin, gentamicin, sulfamethoxazole, doxycycline, hydrocodone/chloro pol. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.